Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse infused potassium phosphate over 15 min when she programmed it over the ordered time of 2 hours. Pump appeared to be programmed correctly. No patient complications were reported as a result of this event.